Event description:
The account alleges the manifold was cracked which allowed air into the system. No patient injury reported.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. During inspection, irregularities were found in the bodies of the manifolds, and significant damage was observed on the side ports. Luer side ports were broken near the base. While the damage is confirmed, the precise root cause remains undetermined at this time. Since the packaging was opened at the hospital, it is not possible to determine with certainty when the damage occurred. It may have originated during merit's production process or after it was removed from its packaging. A search of the complaint database was performed and one similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.